Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: event- 'personal injury' updated with 'persistent pelvic pain', and event- allergic reaction was added, essure information updated from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic area") in a 43-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included anesthesia, cervical intraepithelial neoplasia and pelvic adhesions. Concomitant products included paracetamol (acetaminophen) for pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash generalised ("rashes or skin conditions type: rash all over the body") and fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2017; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the hypersensitivity, depression, anxiety and rash generalised outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, depression, fatigue, hypersensitivity, pelvic pain and rash generalised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: leiomyomata. On (B)(6) 2017 pathology test was performed having result uterus, cervix, and bilateral tubes: cervix showing focal squamous high grade intraepithelial neoplasia (cin iii) and changes of previous surgery site, negative for invasive carcinoma. Secretory endometrium negative for endometritis, hyperplasia and malignancy. Leiomyomata. Adenomyosis. Fallopian tubes with no pathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic area") in a 43-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included anesthesia, cervical intraepithelial neoplasia, pelvic adhesions and seizures. Concomitant products included paracetamol (acetaminophen) for pelvic pain as well as atropine since (B)(6) 2016, clonazepam since (B)(6) 2016, glycopyrronium since (B)(6) 2016, hydralazine since (B)(6) 2016 and labetalol since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 1 month 5 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash generalised ("rashes or skin conditions type: rash all over the body"), fatigue ("fatigue") and dermatitis allergic ("rash or skin condition- rash all over body"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss") and cervical dysplasia ("other injury(ies) or complication please describe: cervical intraepithelial neoplasia"). The patient was treated with surgery ((B)(6) 2017; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the hypersensitivity, depression, anxiety, rash generalised, cervical dysplasia, back pain and dermatitis allergic outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, back pain, cervical dysplasia, depression, dermatitis allergic, fatigue, hypersensitivity, pelvic pain and rash generalised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: results: leiomyomata. Pathology test was performed having result uterus, cervix, and bilateral tubes: cervix showing focal squamous high grade intraepithelial neoplasia (cin iii) and changes of previous surgery site, negative for invasive carcinoma. Secretory endometrium negative for endometritis, hyperplasia and malignancy. Leiomyomata. Adenomyosis. Fallopian tubes with no pathologic change.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: new pfs received- new events added: other injury(ies) or complication please describe: cervical intraepithelial neoplasia, lower back pain, rashes or skin condition-rash all over the body were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pelvic area") in a 43-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included anesthesia, cervical intraepithelial neoplasia and pelvic adhesions. Concomitant products included paracetamol (acetaminophen) for pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash generalised ("rashes or skin conditions type: rash all over the body") and fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2017; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the hypersensitivity, depression, anxiety and rash generalised outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, depression, fatigue, hypersensitivity, pelvic pain and rash generalised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: leiomyomata. On (B)(6) 2017 pathology test was performed having result uterus, cervix, and bilateral tubes: cervix showing focal squamous high grade intraepithelial neoplasia (cin iii) and changes of previous surgery site, negative for invasive carcinoma. Secretory endometrium negative for endometritis, hyperplasia and malignancy. Leiomyomata. Adenomyosis. Fallopian tubes with no pathologic change. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Events " depression and mental anguish, rashes or skin conditions type: rash all over the body, fatigue, hair loss, plaintiff did not underwent essure confirmation test" were added. Lab data and lot number added. Patient, reporter and product information added. Outcome of event " pain and fatigue were updated as recovered and hair loss its recovering". Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pelvic area') in a 43-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included anesthesia, cervical intraepithelial neoplasia, pelvic adhesions and seizures. Concomitant products included paracetamol (acetaminophen) for pelvic pain as well as atropine since (B)(6) 2016, clonazepam since (B)(6) 2016, glycopyrronium since (B)(6) 2016, hydralazine since (B)(6) 2016 and labetalol since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 1 month 5 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash generalised ("rashes or skin conditions type: rash all over the body"), fatigue ("fatigue") and dermatitis allergic ("rash or skin condition- rash all over body"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss") and cervical dysplasia ("other injury(ies) or complication please describe: cervical intraepithelial neoplasia"). The patient was treated with surgery (B)(6) 2017; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the hypersensitivity, depression, anxiety, rash generalised, cervical dysplasia, back pain and dermatitis allergic outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, back pain, cervical dysplasia, depression, dermatitis allergic, fatigue, hypersensitivity, pelvic pain and rash generalised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: results: leiomyomata. Pathology test was performed having result uterus, cervix, and bilateral tubes: cervix showing focal squamous high grade intraepithelial neoplasia (cin iii) and changes of previous surgery site, negative for invasive carcinoma. Secretory endometrium negative for endometritis, hyperplasia and malignancy. Leiomyomata. Adenomyosis. Fallopian tubes with no pathologic change.. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (social media case) from which all information was transferred to this case record ((B)(4)), then duplicate record # (B)(4) will be deleted. No new information was provided. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pelvic area') in a 43-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included anesthesia, cervical intraepithelial neoplasia, pelvic adhesions and seizures. Concomitant products included paracetamol (acetaminophen) for pelvic pain as well as atropine since (B)(6) 2016, clonazepam since (B)(6) 2016, glycopyrronium since (B)(6) 2016, hydralazine since (B)(6) 2016 and labetalol since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 1 month 5 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rash all over the body"), fatigue ("fatigue") and dermatitis allergic ("rash or skin condition- rash all over body"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), cervical dysplasia ("other injury(ies) or complication please describe: cervical intraepithelial neoplasia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (B)(6) 2017; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash and fatigue had resolved, the hypersensitivity, depression, anxiety, cervical dysplasia, back pain, dermatitis allergic and post procedural complication outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, back pain, cervical dysplasia, depression, dermatitis allergic, fatigue, hypersensitivity, pelvic pain, post procedural complication and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: results: leiomyomata. Pathology test was performed having result uterus, cervix, and bilateral tubes: cervix showing focal squamous high grade intraepithelial neoplasia (cin iii) and changes of previous surgery site, negative for invasive carcinoma. Secretory endometrium negative for endometritis, hyperplasia and malignancy. Leiomyomata. Adenomyosis. Fallopian tubes with no pathologic change.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.